Event description:
Information received from the field does not address the patient's clinical status but notes that at implant, the pacemaker did not appear to function correctly. The device was reprogrammed to vvi and the ECG showed intermittent~~~~~